Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported a rash underneath the front therapy electrode pad. The rash was described as sore, sticky, red and itchy. There is no alleged device malfunction. The patient's doctor suggested to reduce wear of the lifevest until rash heals, apply neosporin and a bandage to the skin irritation. Follow-up indicated that the rash was improving.